Manufacturer narrative:
Only partial lead was returned and was cut at 13 cm from the connector pin. Lead impedance measurements were not performed due to partial lead being returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.

Event description:
It was reported that the right atrial lead exhibited less than 100 ohms impedance in bipolar and intermittent sensing. The lead was replaced.